Event description:
Meter name: basic. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: blurred vision, spots in vision, thirsty. A pt reported that due to the malfunction of meter this has led to blurred vision, spots in vision, and thirst. Stated that meter began to malfunction with "redo" error message. Their meter allegedly would only prompt message "redo" and does not power on. The result on their meter was last noted result 130mg/dl. The result on the: no comparison. The time difference between pt's meter and: no comparison. Treatment was daily dose of insulin. No further info has been reported.